Manufacturer narrative:
The rse evaluated the device remotely and determined that device prompted shock abort. However, when the operation check was performed, customer confirmed that the device returned to full functionality. Based on the information available and the testing conducted, there was no device malfunction.

Event description:
Philips received a complaint on the defibrillator indicating that the device displayed shock abort. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1:(B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.